Event description:
It was reported the lead was explanted and replaced due to fracture. No patient complications were reported as a result of this event. Additional information received states that a lawsuit alleges the patient received inappropriate shocks and "sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages" due to the lead.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. The alert date was reported incorrectly on the original mw report. It has been corrected.